Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer were hospitalized due to low blood glucose and high blood glucose on unknown date. The customer¿s blood glucose level was 40 mg/dl and 82 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event and auto mode was active. Customer was unable to entered auto mode. The insulin pump will not be returned for analysis.